Manufacturer narrative:
A ge representative evaluated the system and replaced the broken connector. The system operates as intended.

Event description:
The customer reported the connector going to the monitor is broken. No patient injury was reported.